Event description:
It was reported that the procedure was cancelled. The patient was being treated for aneurysm in the moderately tortuous hepatic artery. A 20mm x 50cm interlock was selected for use in the embolization procedure. However, during the procedure, the coil was stuck in the delivery sheath as there was resistance, and the coil could not advance past the non-boston scientific catheter hub. It was noted that the twist lock was fully opened, the introducer sheath was firmly seated in the hub of the catheter before an attempt was made to retract the coil, and continuous flushing was performed. The procedure was postponed. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. The patient was being treated for aneurysm in the moderately tortuous hepatic artery. A 20mm x 50cm interlock was selected for use in the embolization procedure. However, during the procedure, the coil was stuck in the delivery sheath as there was resistance, and the coil could not advance past the non-boston scientific catheter hub. It was noted that the twist lock was fully opened, the introducer sheath was firmly seated in the hub of the catheter before an attempt was made to retract the coil, and continuous flushing was performed. The procedure was postponed. No patient complications were reported.

Manufacturer narrative:
Unit was returned with its original pouch, and overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. It was observed that the main coil, the introducer sheath and the pusher wire were returned. It was necessary to make a cut in the introducer sheath to remove the coil. Visual and microscopic inspection found that the main coil was bent and stretched at the primary coil section. The pusher wire was kinked and stretched at heat shrink tfe tubing and coil section, moreover the coil section was detached.